Event description:
Event description cpi received information that this patient had received inappropriate therapy due to a fracture of this transvenous defibrillation lead. The device and the lead were explanted and replaced.